Event description:
When the pt was sitting on a chair, he felt shocking in his spine to his neck; he saw "sparks" on his finger tips. There was no fall or trauma related to the event. The pt was seen the next day in the clinic and high impedance (>4000 ohms) was noted on some of the bipolar pairs at 3v/450pw. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).